Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that after the biopsy instrument had been cocked prior to use, the device fired prematurely without being triggered. Another device was used to perform the procedure. There was no report of pt or user injury.